Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported by anesthesia that when removing the multi-lumen access catheter (mac) catheter from the right internal jugular and exchanging it with a triple lumen central venous catheter (cvc) over a spring wire guide (swg), clots were noticed on the swg. The catheter needed to be changed in the pt prior to being transferred out of the intensive care unit. The anesthesiologist believed it may have been a flushing problem, but wanted to rule out mechanical malfunction. There was no pt death, injuries or complications.